Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps device was used during an endoscopic submucosal dissection (esd) procedure in the upper digestive tract.according to the complainant, during the procedure the forceps was not conducting electrical current well. However, the procedure was completed with this forceps device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps device was used during an endoscopic submucosal dissection (esd) procedure in the upper digestive tract. According to the complainant, during the procedure the forceps was not conducting electrical current well. However, the procedure was completed with this forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the device returned without issue. No abnormalities were noted with the device riveting or welding. Functionally, the unit was able to be opened and closed per specification. Additionally, a resistance test was performed and the unit met specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed.